Event description:
A healthcare facility in (B)(6) reported that the 900iw130e neopuff resuscitator "cannot obtain pressure" and has requested the device for repair. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was recently received at our (B)(4) service centre for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint 900iw130f neopuff resuscitator was returned to our service centre in (B)(4) where it was performance tested, as per our servicing procedure, by a trained fisher & paykel healthcare (fph) service technician. Results: performance tests revealed no fault with the returned 900iw130f neopuff resuscitator. It was within specification as per the neopuff technical manual. Conclusion: the returned 900iw130f neopuff resuscitator functioned as indented during the performance check. We are unable to determine what may have caused the reported problem. All neopuff units are 100% performance tested before leaving the production line and those that fail are rejected. The user instructions require that the neopuff be tested prior to each use to ensure functionality. The operating manual instructs the user to carry out a set-up procedure "prior to every use of the neopuff to ensure that the device is functioning correctly". In addition the neopuff set-up procedure states the user must check the settings by testing the pressure output from the neopuff at the desired flow rate "prior to every use of the neopuff to ensure that the device is functioning correctly". The neopuff device was returned to the customer after passing all the necessary safety and performance tests.

Event description:
A healthcare facility in (B)(6) reported that the 900iw130e neopuff resuscitator "cannot obtain pressure" and has requested the device for repair. No patient consequence was reported.